Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8198155. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned for investigation. Our evaluation of the submitted device identified a non-conformance in the swaging of the metal cuff used to fasten the tubing to the adapter. The lack of swaging prevented a snug fit between the two components, which lead to the observed leakage. This was most likely caused by a failure in the interface between the operators and the automated inspection system. To address this issue our swaging station operator have been retrained on the proper response procedures to a triggered alarm.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's found that contrast medium and blood leakage at the connection site between ext. Tubing and y-port.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's found that contrast medium and blood leakage at the connection site between ext. Tubing and y-port.